Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine manifold to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the turbine was not rotating. There was no patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. During the initial bench test, the turbine manifold assembly with a testing ventilator did not rotated and failed the ltv turbine manifold assembly functional test. Visual inspection of the turbine manifold assembly did not reveal any anomalies, but internal inspected found the turbine to be in a physically seized condition. Further investigation discovered metal shaving and an unknown foreign material inside the turbine housing which caused the turbine to seize.